Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a valve model 6900p29 implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of 10 years and 5 months due to degeneration leading to severe stenosis and moderate regurgitation. A 29mm sapien 3 valve was implanted within the surgical edwards valve using the transseptal approach with perfect result. The patient was noted as to be doing well after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative : added information to b5, b7 and h6. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 48-y-o patient with a valve model 6900p29 implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of 10 years and 5 months due to calcific degeneration leading to severe stenosis and moderate regurgitation. The patient was admitted at the hospital with tachycardia, heart failure, pulmonary hypertension and evidence of progressive deterioration of renal and hepatic function. Per medical opinion, this valve did not fail prematurely. A 29mm sapien 3 valve was implanted within the surgical edwards valve using the trans-septal approach with perfect result. The patient was noted as to be doing well after the procedure.